Manufacturer narrative:
The other applicable components are: product ID: 3889-28, lot# va03rpz, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the therapy hadn't been working great for the patient. They had some impedance issues, so they were going to do some reprogramming on the day of the report. It was noted that the patient's stimulation had been off since (B)(6) 2013. The patient didn't get good education about how to use the patient programmer (pp) after they received their implant. It wasn't clear how much the patient tried to use the different therapy settings after they got their implant. It was also noted that they had turned off their stimulation prior to a surgery in (B)(6) 2013. Furthermore, the patient had some falls. It was unknown when the impedance issues began. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.